Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and tvt-o was implanted. It was reported that the patient experienced stress urinary incontinence and infections. No additional information was reported.".

Manufacturer narrative:
"Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable.".